Event description:
Material no.: 305272 batch no.: 6021826 it was reported that during use of the bd integra¿ 3 ml syringe w/ detachable needle administering a testosterone injection the customer stated the needle did not retract into the barrel and instead broke off in his butt and he's sure it broke because he can feel it in there. Later on a phone call on (B)(6) 2019 he noticed the syringe retracts the needle and that it happened so fast he did not realize it. The following information was provided by the initial reporter: consumer called to let us know that he used the other syringe and noticed the syringe retracts the needle. He opened up the syringe barrel and noticed the needle is there, it happened so fast he did not realize the syringe retracted the needle. Consumer reported: needle broke off in his butt when taking his testosterone injection stated, it did not retract back into the barrel because he can feel it in his butt stated, he did not go to doctor and he is sure it broke off in his butt stated, he going to make an appointment to see a doctor incident date: (B)(6) 2019. Lot: 6021826 item: 305272 expiration date: 2020-12.

Manufacturer narrative:
H.6. Investigation summary one sharps container was received, containing a loose integra syringe with needle attached and an opened blister package from batch #6021826 (p/n 305272). The sample was visually evaluated. The syringe was used with medication residue in the fluid path. The stopper was at the bottom out position and the plunger rod flush with the barrel shroud. The retraction mechanism was observed to have been activated. The cannula was not observed to be inside the needle shield. The needle hub assembly was carefully removed. The metal cannula was found to be inside the inner plunger rod. The retraction appears to have worked as designed with no defects observed in the sample received. The product performed as designed and needle retracted correctly as evidenced by the cannula being found in the barrel of the returned sample. No defects confirmed in the returned sample. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no.: 305272, batch no.: 6021826. It was reported that during use of the bd integra¿ 3 ml syringe w/ detachable needle administering a testosterone injection the customer stated the needle did not retract into the barrel and instead broke off in his butt and he's sure it broke because he can feel it in there. Later on a phone call on (B)(6) 2019 he noticed the syringe retracts the needle and that it happened so fast he did not realize it. The following information was provided by the initial reporter: consumer called to let us know that he used the other syringe and noticed the syringe retracts the needle. He opened up the syringe barrel and noticed the needle is there, it happened so fast he did not realize the syringe retracted the needle. Consumer reported: needle broke off in his butt when taking his testosterone injection. Stated, it did not retract back into the barrel because he can feel it in his butt. Stated, he did not go to doctor and he is sure it broke off in his butt. Stated, he is going to make an appointment to see a doctor. Incident date: (B)(6) 2019. Lot: 6021826, item: 305272, expiration date: 2020-12.